Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In late (B)(6) 2023, the patient experienced an infection in the stoma with an abscess. The patient completed a course of antibiotics and the infection and abscess resolved. On (B)(6) 2023, the patient's family reported that the patient's whole abdomen was inflammed, a CT scan was performed which didn't show anything significant.